Event description:
New information noted that the patient's pacemaker was explanted and replaced on (B)(6)2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h6.

Event description:
New information noted that the patient's pacemaker was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported field event of no rf telemetry was confirmed. Interrogation of the device revealed it at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, the device exhibited no radio frequency telemetry despite session records showing no radio frequency errors. It was noted that the device interrogated normally with inductive telemetry. No intervention was performed. The patient was stable throughout the event.